Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly, and the presence of a button error alarm could not be verified due to the blank display. The unit also had corroded keypad traces and a corroded motor home switch. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer was wearing the pump when he had jumped into the water to help some kids who were in a jet ski accident. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.